Event description:
It was reported by service report that the load wheel on the head section was broken off. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting; load wheel assembly.